Manufacturer narrative:
(B)(4). It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3100 with lot chmbdl, conformed to the specifications when released to stock on the 7th november 2007. No root cause could be determined as no sample was returned for investigation. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaint. At the present time this complaint is closed. Device not available.

Event description:
After having the valve pressure readjusted in 2012 to 100 mmh2o (initial surgery and adjustment in (B)(6) in 1990 - 30mmh2o), the patient has reported headaches. The patient did several mris which were sent to (B)(6) to be checked. The valve settings weren't checked. The patient presented this year to alba iulia hospital to be checked and the dr recommended the valve adjustment. The x ray for checking the valve settings was performed and the valve setting was found to be 50 mmh2o. The setting has been decided to be changed to 70mmh2o. There were several attempts, using vpv programmer, but the message was consistently either no signal repeat adjustment, press a key or repeat adjustment, press a key. There were used two different rooms for the adjustment to have different noise/magnetic background. X ray for confirmation shown that the valve settings was still 50mm h2o. This was dr first attempt to adjust a programable valve. There will be another attempt next week with another vpv programmer.